Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 538 mg/dl. The customer had been experiencing high blood glucose levels for a few days prior to the event. It was also stated that the insulin pump screen had been going blank, but the customer never called to report the issue. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.